Event description:
A patient underwent a chronic catheter placement procedure using broviac cv catheter, single-lumen, 6.6f. Post the procedure on (B)(6) 2025, it was noted that the catheter had a hole and resulting in leakage during parenteral feeding. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 6.6f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 6.6f are identified in d2 and g4 as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a central venous catheter placement procedure using broviac cv catheter, single-lumen, 6.6f. On (B)(6) 2025, post the procedure, catheter leakage was observed during parenteral feeding. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter, single lumen, 6.6f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single lumen, 6.6f are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the fluid leak issue as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.